Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grip test on three out of three attempts. The instrument was fully functional. No product issue was identified. Additionally, the instrument was found to have a broken conductor wire at the proximal end near the connector pin. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a bent tooth. No known impact or patient consequence was reported.